Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. At the time of the event, the customer was suffering from a cold. The reported blood glucose reading was 308 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was programmed correctly. After the event, the display on the insulin pump went blank. Nothing further was reported.